Event description:
It was reported that an arteriotomy closure of the mildly to moderately calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral vascular interventional procedure. Reportedly, after retracting the plunger, a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Reportedly a femoral angiogram showed mild to moderate calcification. As per the special patient populations section of proglide instructions for use, the safety and effectiveness of proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.